Manufacturer narrative:
Additional information was provided in h.3.,h.6 and h.11. No sample was available to return. Complaint history and product history records could not be reviewed because the literature report did not provide a lot number or any identification traceable to the manufacturing documentation. The root cause for the reported two eyes had the development of band-shaped keratopathy in the late postoperative period could not be determined. This file was opened from a literature report, intraoperative challenges and outcomes of pediatric cataract surgery following glaucoma filtering surgery. This was a retrospective study to analyze intra-op challenges and outcomes of cataract surgery in eyes of children following glaucoma filtration surgery, between january 2007 and december 2019. Before undergoing cataract surgery, six eyes had 1 glaucoma surgery, 13 eyes had 2 and 1 eye had 3 glaucoma surgeries. The median age of the patients at the time of cataract surgery was 74.5 months. This study involved children. Company posterior chamber intraocular lenses are indicated for the replacement of the human lens to achieve visual correction of aphakia in adult patients following cataract surgery when extracapsular cataract extraction or phacoemulsification are performed. The manufacturer internal reference number is: (B)(4)

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Literature citation: akshay badakere, et al., intraoperative challenges and outcomes of pediatric cataract surgery following glaucoma filtering surgery. Int ophthalmol. Jun 2024;44:231:01¿07. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported via literature article published about, out of 20 eyes of 16 children who had undergone pediatric cataract surgery with intra ocular lens (iol) implantation surgery with previous history of glaucoma filtering surgery two eyes developed band-shaped keratopathy in late postoperative period. It was also noticed there was worsening of visual acuity. The median age of the children at the time of cataract surgery was 74.5 months. There are three medical device reports associated with this report. This is 3 of 3.